Event description:
It was reported that balloon slow to deflate occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 6.0 mm x 60 mm x 135 cm sterling balloon catheter was used to dilate the lesion. When deflating the balloon after dilatation, it was too slow to deflate. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. The sterling was received with a sterling shelf box. The packaging and device matched the batch number for this complaint. There was a stopcock attached to the hub. There was contrast in the inflation lumen and balloon. Inspection of the device presented no damage or irregularities. The device was inflated to the rated burst pressure (rbp) of 14atm for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. The device deflated in 5 seconds. Product analysis could not confirm the reported deflation difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon slow to deflate occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 6.0mmx60mmx135cm sterling balloon catheter was used to dilate the lesion. When deflating the balloon after dilatation, it was too slow to deflate. The procedure was completed with a different device. No patient complications were reported and patient's status was good.